Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a lower abdominal hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was unknown; further described as "no definitive cause" per the medical record. Treatment for the hernia was not reported. It was unknown if the lower abdominal hernia was present prior to the start of pd therapy or if the hernia worsened with peritoneal dialysis (pd) therapy. It was unknown if the patient received surgical intervention for the event of lower abdominal hernia. At the time of this report, the lower abdominal hernia was reportedly ongoing. At the time of this report, the patient was on "back-up hemodialysis" due to another indication. No additional information is available.